Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was sparking. No troubleshooting indicated. The remote monitor was noted to be lost. No patient complications have been reported as a result of this event.